Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet pump, with glucose values around 265 to 275 mg/dl, noted increased insulin use, and observed insulin leaking inside the pump; a full supply change was performed, and the user was counseled to connect the cartridge to the adapter while it is seated in the pump to mitigate leakage, with the device component implicated as the reservoir. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose and a delay to therapy without hospitalization. Customer care agent performed investigative communication with the user and analysis of information provided. Investigation of this case revealed a leakage issue consistent with a seal problem associated with the reservoir. It was concluded, based on established findings for similar reports, that the cause was traced to a component failure.